Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the wrong reference engraved on the plate could be confirmed. The visual inspection of the returned plate showed the laser marking "430104" which indicates a 4 hole plate. The present plate is a 5 hole plate (ref# 430105). According to the device history review the engraved lot# g01567 indicates a 5 hole plate ref# 430105. Based on investigation, the root cause of the wrong engraving was attributed to a manufacturing related issue. Nc was opened to address the wrong laser marking of the plate.

Event description:
While conducting an inventory of the sps ss small fragment set it was noticed that a 5 hole plate was incorrectly marked as a 4 hole plate, 430104. We compared it with another 5 hole plate that was marked correctly. The correct catalog # is 430105.

Event description:
While conducting an inventory of the sps ss small fragment set it was noticed that a 5 hole plate was incorrectly marked as a 4 hole plate, 430104. We compared it with another 5 hole plate that was marked correctly. The correct catalog # is 430105.